Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/left side pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 841633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage, gallstones in 2011, cholecystectomy in 2011, premature delivery and tonsillectomy. Concurrent conditions included obesity, pap smear abnormal, joint pain, libido decreased, post coital bleeding and ovarian cyst. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps / lower abdominal pain (always cramps, stabbing pain and flutters)"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain ("body aches/ body pain"), fatigue ("fatigue"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines"), the first episode of allergy to metals ("allergic to nickel / sensitive to nickel") with rash generalised, mental disorder ("caused or aggravated any psychiatric and psychological conditions") and the second episode of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (removal of fallopian tubes and essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, pain, fatigue, headache, migraine and weight increased had resolved and the mental disorder and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pain, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 243. Approximate weight at the time of essure placement: 250. 3 coils were noted protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: bilateral fallopian tubes are occluded; in (B)(6) 2011: not provided further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2018: reporter, lot number, concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage, gallstones in 2011, cholecystectomy in 2011 and premature delivery. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps / lower abdominal pain (always cramps, stabbing pain and flutters)"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain ("body aches/ body pain/ left side pain"), fatigue ("fatigue"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines"), the first episode of allergy to metals ("allergic to nickel / sensitive to nickel") with rash generalised, mental disorder ("caused or aggravated any psychiatric and psychological conditions") and the second episode of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (removal of fallopian tubes and essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, pain, fatigue, headache, migraine and weight increased had resolved and the mental disorder and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pain, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 243. Approximate weight at the time of essure placement: 250. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: not provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this case - reporter and reference numbers added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/left side pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 841633-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage, gallstones in 2011, cholecystectomy in 2011, premature delivery and tonsillectomy. Concurrent conditions included obesity, pap smear abnormal, joint pain, libido decreased, post coital bleeding and ovarian cyst. In may 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps / lower abdominal pain (always cramps, stabbing pain and flutters)"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain ("body aches/ body pain"), fatigue ("fatigue"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced migraine ("migraines"), the first episode of allergy to metals ("allergic to nickel / sensitive to nickel") with rash generalised, mental disorder ("caused or aggravated any psychiatric and psychological conditions") and the second episode of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (removal of fallopian tubes and essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, pain, fatigue, headache, migraine and weight increased had resolved and the mental disorder and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, migraine, pain, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: current weight: 243 approximate weight at the time of essure placement: 250 3 coils were noted protruding into the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: bilateral fallopian tubes are occluded; in august 2011: not provided further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch not invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, recurrent abortion, gallstones in 2011, cholecystectomy in 2011 and premature delivery. In 2011, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps / lower abdominal pain (always cramps, stabbing pain and flutters)"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain ("body aches/ body pain/ left side pain"), fatigue ("fatigue"), headache ("headaches") and weight increased ("weight gain"). In 2014, the patient experienced rash pruritic ("break out in a horrible itchy that started on on her legs and spread all over her body"). On an unknown date, the patient experienced migraine ("migraines"), allergy to metals ("allergic to nickel / sensitive to nickel"), mental disorder ("caused or aggravated any psychiatric and psychological conditions") and hypersensitivity ("hypersensitivity reaction to nickel or any other component of essure"). The patient was treated with surgery (removal of fallopian tubes and essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, back pain, dyspareunia, pain, fatigue, headache, migraine and weight increased had resolved and the allergy to metals, rash pruritic, mental disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pain, rash pruritic and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2011: not provided incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.